Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 466 mg/dl, 256 mg/dl, and 193 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
It was reported that the customer experienced high blood glucose levels and ketones during an overnight hospitalization. It was reported that the doctor wanted the insulin pump replaced. Nothing further was reported.